Manufacturer narrative:
(B)(4). The main component of the system and other applicable components are: product ID: 64001, lot# 0205966213, explanted: (B)(6) 2016, product type: adapter. Product ID: 748940, serial# (B)(4), explanted: (B)(6) 2016, product type: extension.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative that the patient continued to feel generally improved.

Manufacturer narrative:
Concomitant medical products: product ID 64001, product type: adapter. Product ID neu_unknown_ext, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient experienced vibration and shocking sensations. Around 2013, the patient¿s original implantable neurostimulator (ins) was replaced with a rechargeable ins after the original ins only lasted about two years. The rechargeable ins was placed subfascial. For about a year, the patient had been complaining of vibrations at the ins site and they experienced somewhat shocking when the device first cycled back on. The symptoms seemed to be getting worse. The ins was programmed with cycling, two hours on and four hours off. No issues with recharging were reported. The cause of the event was unknown. Impedances were measured on (B)(6) 2016 and there were normal. A revision was done and the extension and pocket adaptor were explanted and replaced with a new extension. A tyrx mesh was also implanted during the procedure to optimize the pocket. No infection was present. It was unknown if the issue was resolved. The patient was alive with no injury. The patient was implanted for motor cortex stimulation.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported they followed up with the patient in the first week of december and the patient felt generally improved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.